Event description:
Philips received a complaint on the mrx device indicating the red x and beeping, and the self-test failure. The rse reviewed the device logs several hardware errors were observed indicating possible few hardware failures however this model has reached end of life/service, and the replacement parts are no longer available. The rse recommended to remove the device from the service. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022.